Manufacturer narrative:
B5: the reporter indicated that a 13.7mm vticm5_13.7 -8.50/1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a lens of different power. This resolved the problem. Cause is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -8.50/1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed. Lens remains implanted. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no viisble damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm vticm5_13.7 -8.50/1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a lens of different power. Cause is reported as unknown. Claim# (B)(4).